Event description:
Visao drill handpiece overheated within approximately the first minute of use. The drill was replaced and the handpiece was tagged. Central sterile was notified and the hand piece picked up by the manufacturer representative for evaluation.